Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate manufacturing report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was competed with two proglide devices using the pre-close technique via an 8f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, both ends of the suture were white on both proglide devices. There was no blue suture on both proglide devices. The sheath was upsized to 14f and the tavr procedure was completed. The knots of the two proglide devices were successfully tightened to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device or suture were not returned for analysis. In the absence of device/ suture returned for analysis, a conclusive cause for the reported event could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. Returned, unused, sterile proglide devices were successfully tested and no malfunction was noted. Device inspection confirmed the sutures were blue as expected.